Event description:
During a patient comparison study the customer observed falsely depressed total bilirubin results generated on the architect c16000 processing module for several samples upon use of calibrator lot 05647fd01. The biases observed with this calibrator lot ranged from 2.9% to 22.5%. The customer also reported an observed negative shift in qc results during this time. There was no impact to patient management reported.

Manufacturer narrative:
Corrections to the event description of the initial report have been submitted.

Manufacturer narrative:
Return testing was not completed as returns were not available. A review of tickets was performed 55749uq08 and there were no trends identified related to patient results. Accuracy testing was performed with a retained kit of lot 55749uq08, quality controls, and a patient serum pool all quality control values were within specifications, and the patient serum pool generated the same mean results across multiple in-house systems. A review of manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation no product deficiency was identified for the total bilirubin assay, lot 55749uq08.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased total bilirubin results generated on the architect c16000 processing module for multiple patient comparison samples and a shift in quality control results. The sids ranging from (B)(6) generated a bias ranging between 2.9% to 21.4% between two different calibrator lot numbers. It is unknown if the results are being used for individual patient management. No impact to patient management.